Manufacturer narrative:
The affected device was analyzed by a service technician on-site. During testing, the reported problem could not be duplicated and the device passed all tests. Evaluation of the log files at the manufacturer confirmed that the ventilation unit of the device performed a warmstart as reported. The root cause for the warmstart was a checksum error while reading out an internal safety-relevant parameter from the memory storage. The device detected this temporary software deviation and initiated a warmstart in an attempt to solve the issue. The warmstart of the ventilation unit takes about 8 seconds. During this time, the breathing system is opened to atmosphere allowing for spontaneous breathing of the patient. After successful completion of the warm start, the ventilation will resume with the latest settings. The cockpit alarms acoustically and optically that a warmstart was performed. The device reacted as specified and the initiated warmstart corrected the temporary deviation. The ventilation was continued after the restart. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the unit restarted while in use. No patient injury reported.